Event description:
Sales consultant reported during a zero-p revision, while trying to take out screws, the handle broke. Used new handle. When using the screwdriver, the interface bent and another one was used which bent as well. Third screwdriver worked fine. There was no extension on surgery time. The revision was due to the patient complaining of pain. It was discovered that osteophytes had grown posteriorly as a result from first implant. Implant date was in 2009. The implant surgeon and explant surgeon are different. This is report # 3 of 5 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.